Manufacturer narrative:
Age at time of event: over 18 years old. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified right superficial femoral artery (sfa). A 5.0 x40, 135cm charger¿ balloon catheter was advanced for predilation. However, upon the third inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and a 5 x 100 charger balloon catheter was advanced to finish predilation. A 6 x 120 x 130 innova¿ stent was advanced over a 035 non bsc guide wire but the stent failed to cross the lesion. The device was removed and a 6 x 80 x 130 innova¿ stent was advanced but also failed to cross the lesion. The device was removed and the procedure was completed with a 6 x 120 and a 6 x 80 epic stents. No patient complications were reported and the patient's status was fine.